Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had minor scratches on the lcd window and a broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.